Event description:
Report received indicated the stent fell from the stent delivery system (sds) into the sheath during insertion. A percutaneous transluminal angioplasty (pta) with stenting was being performed to the subclavian artery. There were moderate calcification and moderate vessel tortuosity. The rate of stenosis is unknown. The shuttle sheath was inserted from femoral artery. The stent was removed from the powerflex plus balloon catheter and mounted on another balloon catheter (power flex p3 [8mm by 2cm]) and attempts to deliver the stent were made. However, the stent fell from the sds into the sheath during its delivery. The fallen stent and the sheath were retrieved as one unit from the patient. Then an effort to deliver the stent a second time was made, however, the stent fell off the delivery system again. Eventually the sds was changed to an express (8mm by 27mm/135cm/boston scientific) and the target lesion was treated successfully. There was no adverse event to the patient.

Manufacturer narrative:
This product will not be return for evaluation, and testing. Additional information will be sent within 30 days upon receipt.